Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator's (epg) output was testing out of specification. It was indicated that the lower part of the display was missing a column and that the battery contacts were compressed. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing of the external pulse generator (epg), as the atrial output value was increased in dual mode, the value starts to read out of specification. The epg was returned for service. There was no patient involvement.